Manufacturer narrative:
The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the videoscope epo cap was on when the scope was opened by the nurse and blew open the tip. The issue occurred during preparation for use for a diagnostic flexible cystoscope procedure that was completed with a similar device without delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to misuse of the device at the user facility. The reported phenomenon might be prevented by following the instruction manual below: instructions. Visera cysto-nephro videoscope. Olympus cyf type v2. Olympus cyf type va2. Olympus cyf type v2r. Chapter 5 reprocessing: general policy. Chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.